Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular and right atrial leads were capped and replaced on (B)(6) 2018 due to oversensing. No further information available.

Event description:
New information received notes the oversensing on the leads were discovered through regular device checks in the doctor¿s office. Lead noise could be recreated via isometrics testing. The leads were functioning appropriately prior to replacement procedure. The patient was fine before, during, and after the procedure.